Manufacturer narrative:
The device evaluation was completed. The device was returned to johnson & johnson medtech (j&j medtech) for evaluation on 16-jun-2025. Following j&j medtech procedures, a visual inspection and electrical test of the returned device were performed. Visual analysis revealed reddish brown material inside the pebax and a separation between pebax and electrode section. The device was connected to the carto 3 system and it was recognized and visualized correctly. No signal noise or electrical issues were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The reddish material inside the pebax could be related to the visualization issue reported by the customer; therefore, the customer complaint was confirmed. The root cause of the pebax damage is traced to the manufacturing process. The instructions for use (IFU) contain the following recommendations: do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage the contact force sensor and affect measurement accuracy. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. This product issue will be addressed through the quality system. An internal corrective action has been opened to further investigate the force sensor sleeve insolation to prevent fluids to get inside into the device. Explanation of codes: investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿the reading dashboard did not show the real-time temperature¿ issue. In addition, biosense webster inc. Analysis finding of the ¿manufacturing process¿ related. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the customer¿s reported ¿the reading dashboard did not show the real-time temperature¿ issue. In addition, biosense webster inc. Analysis finding of the ¿reddish brown material inside the pebax and a separation between pebax and electrode section¿. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool smarttouch sf catheter for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and the electrode section. The smartablate (sa) remote control displayed the real-time temperature, but the reading dashboard did not show the real-time temperature. During the ablation, the display on the reading dashboard was functioning without problems. Timing was after placing the thermocool smarttouch sf catheter in the patient's cardiac cavity. Since everything functioned normally except for the lack of real-time display on the reading dashboard, the procedure continued, and the treatment was completed. The procedure was completed without patient consequence. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 01-jul-2025 observed reddish brown material inside the pebax and a separation between the pebax and the electrode section. The event was originally considered non-reportable, however, bwi became aware of a separation between the pebax and the electrode section on 01-jul-2025 and have assessed this returned condition as reportable.